Event description:
It was reported that the "pt died during case."

Manufacturer narrative:
This incident was discovered during a review of product order forms that were sent by a sales rep employed by a distributor that was leaving the MFR. The pt was brought into surgery after hitting his head during a fall. The plasmablade was only used to make the initial incision of the skin on the skull. Once the skull was pulled back to reveal the brain, blood flowed drom the brain. The bleeding could not stopped and the pt expired.